Event description:
It was reported that the patient fell twice about two weeks ago: once on her left side and the next day on her right side. She was unsure if she landed on the device, which was implanted on the right side. She was using group b and that used to cover 100% of her pain and now was covering 75%. She was feeling the appropriate pain coverage, leg to knee, but it was not covering all of the pain. She tried group c and it was not covering her pain pattern. The patient was unsure if she was getting a new pain pattern. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n310200, implanted: (B)(6) 2012, product type accessory. (B)(4).